Event description:
It was reported that the physician requested a review of this cardiac resynchronization therapy defibrillator (crt-d) data to confirm device operation. Upon review, it was found that the ventricular rhythm of this patient accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. The device then delivered an electric shock that successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.